Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia"), bladder disorder ("bladder problems or changes"), fatigue ("fatigue"), alopecia ("hair loss"), adenomyosis ("adenomyosis"), fibromyalgia ("fibromyalgia"), menometrorrhagia ("menometrorrhagia") and urinary tract disorder ("urinary problems or changes") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with bladder mesh implant and surgery (ablation and total abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, anaemia, uterine leiomyoma, bladder disorder, fatigue, alopecia, adenomyosis, fibromyalgia, menometrorrhagia and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, anaemia, bladder disorder, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding, fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: failure to occlude (close) fallopian tubes, the implants had not blocked my fallopian tubes as of that date. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs and mr received: events: ablation, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, pain, fatigue, hair loss, adenomyosis, fibromyalgia, failure to occlude (close) fallopian tubes were added. Lab data, reporters, demographics were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia"), bladder disorder ("bladder problems or changes"), fatigue ("fatigue"), alopecia ("hair loss"), adenomyosis ("adenomyosis"), fibromyalgia ("fibromyalgia"), menometrorrhagia ("menometrorrhagia") and urinary tract disorder ("urinary problems or changes") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with bladder mesh implant and surgery (ablation and total abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, anaemia, uterine leiomyoma, bladder disorder, fatigue, alopecia, adenomyosis, fibromyalgia, menometrorrhagia and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, anaemia, bladder disorder, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding, fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: failure to occlude (close) fallopian tubes, the implants had not blocked my fallopian tubes as of that date. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: events: ablation, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, pain, fatigue, hair loss, adenomyosis, fibromyalgia, failure to occlude (close) fallopian tubes were added. Lab data, reporters, demographics were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("anemia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, anaemia and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding, fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated. Event: injury was updated to pelvic pain . New events : abdominal, dysmenorrhea (cramping), general abnormal bleeding, anemia, fibroids were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.